Manufacturer narrative:
Additional information b5: additional information was received indicating this was a fentanyl infusion. The nurse noticed the drip chamber was empty, squeezed to fill the drip chamber and made sure the spike was securely in the fentanyl bag. Within a few minutes alerted to pump beeping, noted the drip chamber was empty and air in the line. The bag of fentanyl was taken down and wasted and started with a new setup. The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and delivered within specification. A review of the event history log did not identify a matching infusion for the event date provided (09-jan-2024) but instead revealed an infusion of fentanyl on 07-jan -2024. There were several air in line messages but the log shows they were cleared and pump resumed which aligns with the customer report. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused during patient infusion in the intensive care unit. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.